Manufacturer narrative:
Approximate age of device: 3 years. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient experienced a mechanical fall which was reported to be unrelated to the device. The fall compromised the patient¿s driveline and resulted in a pump stop and red heart alarm. According to the vad coordinator, at an unspecified time later, it is thought that the patient's batteries ran down and the patient became confused. The system controller was exchanged. X-rays were taken but were unremarkable. The patient remained symptomatic throughout the event.

Manufacturer narrative:
The evaluation of the returned portion of the driveline did not confirm a device related issue. A section of the driveline, approximately 19¿ long and containing a previous driveline splice, was returned for evaluation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the wires within the driveline found them to be unremarkable. The driveline was submerged in a saline bath for high potency testing to check for current leakage though each wire's insulation. The test did not reveal any leaks that could have resulted in an electrical short. The reported pump stoppage and red heart alarm, on (B)(6) 2014, were confirmed through a submitted system controller log file; however, the event occurred when the driveline disconnected alarm became active. After the resolution of the driveline disconnect, the system resumed operating at the set speed. The event appeared to be the result of the driveline being disconnected from the system controller. A second system controller log file dated (B)(4) 2014 contained no atypical alarms or events and indicated that the system operated as intended. The cause of the second reported connect driveline message, which was reported on (B)(6) 2015, could not be conclusively determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on (B)(6) 2015 indicating that a driveline fault alarm occurred on an unspecified date after the distal end repair, which was performed on (B)(6) 2015. The system controller was exchanged.

Event description:
Additional information was received indicating that on (B)(6) 2015, the manufacturer¿s technical services representative conducted a percutaneous lead distal end replacement according to procedure. The replaced portion of the percutaneous lead has been returned to the manufacturer for evaluation. In addition, correction to serial number of lvad pump from (B)(4) to (B)(4).